Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during maintenance it was observed that there is a defect on the tempus pro display. There was no impact as there was no patient involvement, and the device was receiving routine maintenance.